Manufacturer narrative:
Product performance engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the balloon, guidewire lumen and inflation lumen. There was no contrast visible. The stent had dislodged and was not returned. The balloon and inner member had separated 18 mm distal to the proximal balloon seal. The separated distal portion of the sds was not returned. The inner member had also separated 3 cm distal to the guidewire exit notch and the outer member had separated 3.9 cm distal to the guidewire exit notch. The outer member was stretched for a length of 9 mm distal to the inner member separation. The fracture faces were jagged. The returned separated portion was 25.5 cm in length. The distal shaft distal to the separation was stretched for a length of 8 cm causing the distal shaft to appear longer than normal. The shaft proximal to the guide wire exit notch was stretched for a length of 13 cm. The proximal shaft at the distal end of the hypotube was kinked during the analysis. The sds was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: distal shaft separation requiring surgical intervention; part of shaft and dislodged stent remains in the patient's coronary. Device issue: distal shaft separation; dislodged stent. It was reported that an attempt was made to advance the rx pixel stent delivery system (sds) to the lesion, but the tip became stuck with the vessel. Excessive force was used in an attempt to pull back the sds. The stent dislodged and the shaft separated at the distal end of the innermember. A surgical operation was performed to remove the separated shaft; however, approximately 7-8 mm of the distal end of the shaft and the stent remains in the patient's body. No additional event or patient information is available.